Event description:
It was reported that the patient underwent a surgical procedure that used an ø4.2 mm headed screw and a ø3.5 mm headed screw for a bunion correction in the right foot. The original surgery occurred on (B)(6) 2018. According to the reporter, one of the screws broke post-operatively, between 4 and 6 weeks per x-rays. Both screws were removed in a hardware removal procedure, date unknown. Neither screw was returned to the manufacturer. Following the removal surgery, the surgeon evaluated that the "broken screw was stripped in 1st metatarsal when I took it out. That only occurred with weight bearing on first ray before breakage. It confirms patient was not compliant with non-weight bearing on great toe." During further evaluation and investigation, the screw DHR information was reviewed. All records indicate the implants were manufactured according to specification and no deviations were noted.